Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery does not provide power. The patient stated while changing batteries, they replaced one with a fully charged battery, and when they disconnected the second one it made a ¿siren sound like when they change my controller¿. After reconnecting two fresh batteries, the alarm went off. It was also noted that the battery no longer charges ¿ the indicator light on the battery charger flashes yellow. The battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the battery (B)(6) was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes involving a battery not charging and flashing yellow indicator light event may be attributed, but not limited, to a faulty integrated circuit, an improper weld, soldering defect, and/or internal battery communication error. Possible root causes involving a battery with no power event may be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. A possible root cause of the reported alarm event may be attributed, but not limited to a controller loss of power, which may be attributed to the reported battery in an inoperable state connected to the controller, which prevented the battery from providing power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery (bat906825) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files could not be conducted since log files were not available for analysis. As a result, the reported alarm event could not be confirmed. Failure analysis of the returned device revealed that the battery passed visual inspection. Functional testing revealed that the battery was received in an inoperable state; the battery was unable to charge or provide power. Further testing revealed that test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic) that monitors the battery and reports information to the controller. The battery charger status light will flash yellow upon connecting a battery experiencing a communication problem with the main ic. An attempt to reset the main ic was able to reestablish the battery's functionality. As a result, the reported battery not providing power, not charging, and flashing yellow indicator light events were confirmed. Based on the ava ilable information, the reported alarm was likely associated with a controller loss of power; a possible root cause can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources, and/or a malfunction of the battery. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported battery not providing power, not charging, and flashing yellow on the charger has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.